Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Formatted history file analysis confirmed pump error 53 and pump error 4 due to software error. No unexpected pump error 65 noted during testing. The insulin pump was programmed with test guardian 2 link and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The insulin pump display the programmed 7.7 mmol/l value properly on the display graph. The insulin pump sensor feature working properly. No sensor communication anomalies were noted. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that they received multiple pump error alarms. The customer's blood glucose was 7.5 mmol/l at the time of incident. The customer's mother stated that the insulin pump was no longer receiving signal from the transmitter. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.